Manufacturer narrative:
Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
It was reported that during the procedure to implant this device, oversensing resulted in pacing inhibition which was less than two seconds. The physician suspected the clinical observations were from air escaping from the seal plug. The right ventricular (rv) lead was removed from the header and re-inserted with no resolution. A boston scientific technical services consultant documented and discussed troubleshooting with the caller. No adverse patient effects were reported.